Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that flex pc monitor was not turning on. Review of the system log file confirmed the reported malfunction. During troubleshooting, fse found that the rgb media wall¿s power supply was not starting properly. One of them did not turn on despite the correct voltages and the other was intermittent since there was a false contact in the power. This issue was resolved by switching on/off the system and by verification of video, but the rgb media wall issue reoccurred again, so the fse replaced the rgb media wall. After replacement of rgb media wall, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the flexvision monitor would not turn on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.